Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The device failed to deliver therapy due to ventricular tachycardia (vt) below detect zone. Programming change was made when the patient came to clinic. The patient was then transported to the hospital for cardioversion. The patient was stable but feeling unwell when driving to the appointment.